Manufacturer narrative:
A5: ethnicity: not provided due to hospital policy. A6: race: not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. Since the sample was not available for evaluation, the complaint could not be confirmed for 'locator tip kink'. The exact root cause was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
Terumo medical received information stating that the assembly could not be inserted over the guidewire due to deformation in the tip of the locator. After the angio-seal device was unpacked, the locator was inserted into the insertion sheath to create an assembly. The angio-seal guidewire was then inserted into the procedure sheath, and the procedure sheath was removed. An attempt was made to insert the locator/insertion sheath assembly over the guidewire; however, insertion was difficult due to the tip of the locator being flattened. The device was not used. A second angio-seal device was utilized to continue the procedure, and hemostasis was successfully achieved. Estimated blood loss was less than 250 cc. The procedure performed prior to device deployment was carotid artery stenting (cas). A pre-deployment angiogram was conducted. The size of the ancillary sheath used was 8 french. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 5 mm.